Event description:
It was reported that the doctor has a patient with a z9002 recalled lens whereby the patient has unexpected post operative refraction. The date is unknown when it was determined that the patient was diagnosed with unexpected post operative refraction. The patient is scheduled for a lens explant and replacement on (B)(6) 2014. No further information has been provided.

Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The product met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR report, it was stated that the intraocular lens was part of the z9002 recall. This information is not accurate. The lens is not part of the recall as originally reported. (B)(4). Adverse event. Required intervention to prevent permanent impairment/damage. Date of event: (B)(6) 2014. Patient had past lasik surgery. If explanted, give date: (B)(6) 2014. Lens has been discarded. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The date of event is unknown the lens had not been explanted. Unexpected post operative refraction. All pertinent information available to the manufacturer has been submitted.